Event description:
Same case as MFR report # 6000093-2007-01639. It was reported that following a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred. The patient had a 4.0x20mm liberte stent implanted in the venous bypass graft in the mid left circumflex (lcx) artery. Additional information regarding this device has been requested, but not received. One year later, 95% "intrastent" restenosis was discovered. The physician crossed the target lesion with 2 bsc 0.014 extra support metal guidewires through a bsc 8f al 3 guide catheter. The target lesion was predilated with a 2.0x20mm maverick balloon and a 3.5x20mm maverick balloon. The proximal end of the graft was tortuous, so a bsc choice floppy 0.14 body wire was also used. The physician made 3 successful attempts to cross the target lesion with a 4.5x28mm taxus express2 drug eluting stent (des). On the last attempt, the stent fell off the stent delivery system approximately 10cm in front of the device. The stent was moved to the iliac artery and retrieved with an unknown type retrieval snare. The procedure was completed with plain old balloon angioplasty (poba) using a 4.5x20mm maverick balloon inflated to 20 atmospheres. There were not patient complications reported with the patient reportedly "doing well".

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event.